Manufacturer narrative:
The device history records for the sam 300 device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300 passed ¿out qat from heartsine technologies on the 22nd june 2006. Upon receipt of the device at heartsine, the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate an rtc fault. The coin cell was measured and found to be depleted with the coin cell voltage being significantly below 3v. The rtc failure is not a critical failure and did not affect the devices ability to deliver therapy as demonstrated during the investigation. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
No status led. There was no patient involved in this event.

Event description:
No status led. There was no patient involved in this event.